Event description:
This is 2 of 2 MDR's filed for similar incidents at the same facility. At initiation of hemodialysis treatment staff report a cracked luer connector on the fistula needle. Ebl = 100 cc. No pt injury or need for medical intervention is reported.